Event description:
A report was received that the patient will be explanted due to having difficulty charging the ipg and having a fast depleting ipg. The patient's database analysis showed that the ipg appeared to exhibit premature battery depletion. The bsn sales representative stated that electrocautery was used during the patient's implant surgery. The physician has decided to replace the ipg. The procedure has not been scheduled.

Event description:
A report was received that the patient will be explanted due to having difficulty charging the ipg and having a fast depleting ipg. The patient's database analysis showed that the ipg appeared to exhibit premature battery depletion. The bsn sales representative stated that electrocautery was used during the patient's implant surgery. The physician has decided to replace the ipg. The procedure has not been scheduled.

Manufacturer narrative:
Additional information was received that the patient underwent an explant of the ipg. The patient is reportedly well after the procedure.

Event description:
A report was received that the patient will be explanted due to having difficulty charging the ipg and having a fast depleting ipg. The patient's database analysis showed that the ipg appeared to exhibit premature battery depletion. The bsn sales representative stated that electrocautery was used during the patient's implant surgery. The physician has decided to replace the ipg. The procedure has not been scheduled.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical and performance tests performed. The complaint of difficultly charging was confirmed. Sleep current was slightly higher than the expected range. It was determined this slightly higher than normal current drain was from the analog/digital ic section of the ipg electronics. It could not be determined conclusively, which ic is the root cause of the failure as both components are covered in glop top which makes test points inaccessible, and troubleshooting to specific component level is not possible. The ipg passed all other functional tests.